Event description:
Inbound; 100 ml flow stop cassette lot 4219994, expiration 10/nov/2026 with no disposable alarm on both cadd legacy pumps which each worked with different cassettes. No further details provided.